Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a resume pump alarm. The customer's blood glucose level was 364 mg/dl and it was addressed with a correction bolus. Through troubleshooting with tandem's technical support, the customer was able to resume insulin delivery.